Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. After battery installation unit gave a solid black display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Unit was received with cracked and bleeding lcd display. Solid black screen was due to broken traces on the lcd glass between the lcd controller and the lcd image area due to impact. Unit also received with scratched case, pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case (battery tube). In conclusion unit received with unexpected black solid screen, cracked and bleeding lcd glass due to broken traces on lcd between controller and image area. Customer's concern of physical damage was confirmed during visual inspection when battery tube threads - cracked and cracked case (battery tube) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The was discontinues use of the device. Mmt-1884l was requested and the device was returned for analysis.